Manufacturer narrative:
It has been identified that the driver software of the x-ray unit could place a scanned x-ray image into a temp folder, then present that scanned image during a later acquisition of a new image. The image from the temp folder may then be presented to a new patient file.

Event description:
An x-ray image was taken on a new patient with their orthoralix 8500dde unit but during the image acquisition, the program pulled up images from another patient's file and the new images could not be found. The x-ray images for the patient had to be re-taken.